Event description:
It was reported by service report that the stretcher could not be pumped-up due to the base hood being out-of-position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base hood (cover).